Event description:
End-user called in stating that they have "3-4 syringes that will not draw insulin,' and that they, "can push insulin into vial but cannot draw insulin."

Event description:
End-user called in stating that they have "3-4 syringes that will not draw insulin,' and that they, "can push insulin into vial but cannot draw insulin."